Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 124 mg/dl. Customer reported they were able to clear the alarm. The insulin pump passed self-test. Asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.